Event description:
A caller reported an issue with a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue.